Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display anomaly. It was reported that the battery compartment and spring were found to be damaged or corroded. It was reported that troubleshoot was conducted, but the display did not return. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump had a blank flashing white lcd due to a cracked lcd controller. The pump had cracked battery tube threads and a scratched case.